Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament reconstruction surgery the tip of the guide pin with suture eye ar-1297l is larger than 2.4 mm. Therefore the pin could not slide into the ar-1204f-24i insert 2.4 mm. 3 pins with the same lot number were tested and all had the same problem. Another pin with a different lot number was used to finish the surgery. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is not confirmed. Two unpackaged and two sealed packages of ar-1297ls guide pin with suture eye, 2.4 mm x 435 mm, sterile, serial/batch number (B)(6), were received for investigation. Functional testing does not apply to this device. A visual evaluation revealed that the pointy tip of the two unpackaged devices was bent. The critical dimensions of the unpackaged devices and one from the sealed package were measured according to drawing c3165, revision 24. Diameter: ø .096 ± .002; result: .096 for all three devices. Distance: .48 ± .03; results: device #1: .48, device #2: .48, device #3: .47. The received devices meet the specifications according to drawing c3165, revision 24. No problem found.